Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. Additional contact telephone number - (B)(6).

Event description:
The event occurred on an unspecified date and involved a plum a+ infusion pump. It was reported that the device turns on and off continuously. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
Unable to download event logs due to pump keeps rebooting. Tried swapping out the power supply and tested the mechanism on a test driver. There are no replacement processor boards to replace. After investigation being completed this complaint does not meet the criteria for the recall. The device problem was not related to the battery but to the power supply possible processor board.